Event description:
It was reported that the surgeon was inserting a trial when the trial tip broke in the trial. He used a rongeur to remove the trial. There was no surgical delay

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assesment. Result: the returned device was confirmed to have a fractured tip upon visual inspection. The tip of the handle was found in the returned trial. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The returned device was greater than 8 years old at the time of the event. Conclusion: the probable root cause of this event is normal wear and tear.

Event description:
It was reported that the surgeon was inserting a trial when the trial tip broke in the trial. He used a rongeur to remove the trial. There was no surgical delay.